Manufacturer narrative:
A revision procedure was performed and a new rv pace/sence lead was implanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this device had recorded a pacing impedance measurement greater than 2000 ohms on the associated competitor right ventricular (rv) lead. Rv oversensing and loss of capture were also reported. The tachycardia therapy of the device was deactivated due to the oversensing. The patient is pacemaker dependent. A revision procedure had been scheduled, but was rescheduled for medical reasons. The patient was hospitalized. No adverse patient effects were reported.